Event description:
Caller reported an initial advantage system blood glucose result of 169 mg/dl; seven minutes later, 454 mg/dl; six additional minutes later, 189 mg/dl; one additional minute later, 595 mg/dl. Reported no adverse event relative to discrepancy. A request was made for the return of the system, replacement was sent.